Manufacturer narrative:
The reported field event of a header anomaly could not be confirmed. The device above elective replacement indicator (eri) was returned for analysis. Visual inspection of the header revealed a disassembled header, consistent with procedural damage. Since the atrial port chamber was destroyed, testing could only be performed on the ventricular port chamber. Electrical testing and mechanical testing from the ventricular chamber were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2021-38685. It was reported that the patient presented in clinic for generator change procedure. During procedure, it was found that the atrial lead was stuck in the header of the implantable cardioverter defibrillator (ICD). The ICD and the atrial lead were explanted and replaced. Patient did not experience any adverse event and was recovering.